Event description:
On 8/30/1996 a user facility report number: 46-3301-1996-0001 was received by baxter fenwal cqa. The user facility report stated: pt was connected to blood cell separator. Pt immediately complained of chest pain and nausea. Pt flushed vital signs were stable. Pheresis was stopped. A fibrin clot was found in the tubing carrying blood from pt to apheresis unit. Clot cultured with no growth. Electrocardiogram, chest x-ray, arterial blood gas were all normal. Ventilation/perfusion scan revealed low probability for pulmonary embolus meaning that it was not of large clinical significance without clinical sequelae. Pt. Discharged. On 9/9/1996 fenwal cqa spoke with the subject account. The subject account answered the questions on the letter sent to by cqa. The procedure being run was a stem cell collection. The clot was seen in the blue return line in the lumen, during the reinfusion mode. The amount of anticoagulant use was 50 mls. Also 500mls of saline were used for priming. Heparin was used to flush the catheter on 8/5/1996 (day before the procedure). On 8/6/1996 the day of the procedure, the nurse drew 3 mls of blood without a problem from the catheter. The line was clear. There were no alarms during the procedure and service was not necessary. The kit was discarded and not available for eval. The donor was hospitalized already because he was donating stem cells for his brother. Because of the symptoms he demonstrated, her required prolonged hospitalization. The donor recuperated fully without further problems. The pt received other stem cells collected previously. This stem cell procedure was done as an extra.